Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that she couldn¿t lay on her implantable neurostimulator for about two years after implant. The patient had significant weight loss in (B)(6) of 2016 but gained it all back and the implantable neurostimulator shifted and was pushing on a nerve. After about 2 years, the patient had surgery which alleviated some pain and allowed her to lie on her back. Her therapy was ¿acting strange¿ which started occurring in (B)(6) of 2016. The sensation would get really weak and then surge back up which occurred when she shifted positions. The settings and programs stayed the same. The patient can no longer lie on her back (on implantable neurostimulator) and has to turn the stimulation off because it began to bother her which started occurring the day prior to the report. There were no falls or trauma associated with the event. The patient had cool-radiation ablation (nerve cutting). It was performed in (B)(6) of 2016 in her lumbar region.

Event description:
The patient reported that their implantable neurostimulator (ins) was moving all around in the pocket. The patient was told that when they had their ins replacement in 2013 that they had a hard time finding fresh flesh to put the ins into and told them that they had to put it in backwards and the suture loop was far away and they could not reach it. The patient stated that they were told that it was never fastened down and it was just placed in the pocket. They stated that they were told that their health care professional (hcp) did not want to have to do another revision and told them it was normal. This started six weeks ago, (B)(6) 2016. On (B)(6) 2016, the patient stated that there was nerve pain down the right leg when sitting. The right leg nerve pain was not a chronic problem. They did have a problem with this in 2013. The patient stated that they would try to contact a manufacturer representative (rep) to get their opinion of it. It was stated that the health care professional (hcp) did not believe the stimulator was the cause. Other relevant medical history includes spinal pain and failed back surgery syndrome.

Event description:
Additional information received from the patient indicated that their positional weakening and surging of stimulation issues have not resolved yet, and the cause has not been determined. The patient met with their manufacturing representative on 2016-12-11. They are scheduling an appointment with their physician for a CT scan/myelogram to look at placement. Their discomfort while laying down has also not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were still thinking about what to do. The patient reported their provider thought the pocket was fine, but the patient indicated he knew it had moved and it was uncomfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.